Event description:
Per the clinic, the patient experienced pain, swelling and discharge from ear. Subsequently, the device was explanted on (B)(6) 2025. And the patient was reimplanted with another cochlear device on the contralateral side during the same surgery. Additional information has been requested but has not been made available as of the date of this report.